Event description:
During use of a swan ganz cco catheter, continuous cardiac output value became lower than expected. The displayed value was 1.7 l over min whereas the expected value was 3.0 l over min. The catheter was withdrawn, and a flotrac was added to an existing arterial line for co monitoring. No abnormality including occlusion, leakage and kink was observed in the device. Recorded data was not available. It could not be clarified if any alert or fault was observed, or whether additional treatment was given based on the incorrect value. No injury or complication occurred.

Manufacturer narrative:
Customer report of cco measurement issue was not able to be confirmed during evaluation. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.1 c when submerged into a 37.1 c water bath. Thermistor temperature reading accuracy is positive and negative 0.3 c per hemosphere manual. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 mins. Without error. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistence was observed on eeprom data. Resistance value of thermal filament circuit was measured 39.77 ohms, which was in specification per drawing 597753 rev y. Specification is 37.26 positive and negative 3.64 ohms. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. No visible damage or inconsistency was observed from catheter body, balloon or returned syringe. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 mins. Without leakage. Further evaluation regarding supplier related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.